Manufacturer narrative:
Investigation conclusion: the explanted pump was returned for evaluation. The evaluation of the returned device revealed a dried residue inside the driveline connector. As a result the tab on the driveline connector was not able to be pressed to insert the driveline. The connector was cleaned and the tab was released. A test driveline was successfully connected after cleaning the connector. The system controller was functionally tested using the laboratory equipment and was found to function as intended. A full functional test was performed and the controller passed all test steps. The pump was returned assembled with the driveline severed approximately 1inch from the pump housing. The distal end of the driveline was not returned. The sealed inflow conduit flex section was severed medially. The inlet tube and the proximal half of the sealed inflow conduit flex section were not returned. The inlet elbow and the distal half of the sealed inflow conduit flex section were returned attached to the pump¿s inlet port. The outlet elbow and sealed outflow graft were returned attached to the pump¿s outlet port. The sealed outflow graft bend relief and bend relief collar were not returned. Evaluation of the sealed inflow and outflow conduits revealed no evidence of developed depositions or thrombus formations. Upon disassembly of the pump, visual inspection of the blood-contacting surfaces revealed no evidence of depositions or thrombus formations. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient underwent a routine transplant on (B)(6) 2019.